Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information the device was received in good physical condition. The upper jaw was inspected and the ptc was detached from the device and returned. The device was tested with a generator and the device performed as required during testing; although all testing could not be completed due to the missing ptc. The energy output delivered from the device was verified. When testing the device on test media, some degradation of the cutting performance was noted. This was due to the missing ptc in the upper jaw. No conclusion could be drawn as to how the ptc was dislodged from the instrument. During our manufacturing process the presence of the ptc is verified for every instrument.

Event description:
It was reported that during an total abdominal hysterectomy procedure, when grabbing the uterine arteries, the ptc present at the jaw fell off from the jaw. They use another energy device (bipolar jaws) to complete the procedure. There were no adverse consequences for the patient. One device will be returned.